Event description:
Caller reported damage to pump housing surrounding the usb port. Customer¿s ability to charge the pump was not impacted, and there was no adverse impact to the customer¿s blood glucose level. Cts offered to replace the pump, though the customer declined the replacement and plans to contact their healthcare provider.